Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. Based on the visual exam, the complaint has been confirmed. A CAPA was opened to further address this issue.

Event description:
It was reported: "we have 4 units at the pharmacy department which have noticeable humidity in their packaging". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported: "we have 4 units at the pharmacy department which have noticeable humidity in their packaging". No patient involvement reported.